Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue; however, the wake button continued to be difficult to press. Reportedly, customer continued to use the pump for insulin therapy until a replacement pump arrived. There was no reported impact to customer's blood glucose level.